Manufacturer narrative:
Product event summary: during analysis the programmer head's uplink functional tests were out of specification and it was unable to interrogate. The cable was replaced to resolve. It was further noted that the label was missing its backing and therefore the label was also replaced.

Event description:
It was reported that the programmer took considerable time "finding" a patient, and in the end that it was unable to find a patient or perform an interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).